Manufacturer narrative:
The actual date of event is unknown device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 22nov2019. The review was performed from the date of manufacture to the present date 28apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had battery malfunction,ran the recondition cycle three different times and still pulls up with replace battery. Replace battery in allowed to fully charge. There was no patient involvement.